Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient had received an appropriate shock for ventricular tachycardia (vt) and confirmed that there was no inappropriate therapy delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial flutter. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.